Manufacturer narrative:
Date sent to FDA: 7/16/2019.

Manufacturer narrative:
Date sent to FDA: 04/24/2020. (B)(4). Additional narrative: it was reported that following the procedure the patient experienced bowel obstruction, hernia recurrence, adhesion and underwent mesh removal on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: 04/29/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Hernia recurrence occured it was reported that following insertion the patient experienced pain and hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair surgeries on (B)(6) 2015 and again on (B)(6) 2016 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. A probable cause was determined to be the transmitter and app were unable to establish a connection. No additional event information is available.